Manufacturer narrative:
Evaluation of the explanted device found evidence of improper positioning/alignment of the device.

Event description:
It was reported patient underwent a distal biceps procedure on (B)(6) 2013. During the procedure, the first three juggerknot anchors would not deploy and caused the inserters to fracture. As a result, a 55 minutes delay occurred and a new juggerknot was utilized to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 2 states, "improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure. The surgeon is to be familiar with the device, the method of application and the surgical procedure prior to performing surgery." Evaluation of device found evidence that failure mode was due to incorrect positioning/alignment. Review of the inserters indicated the positioning/alignment of the inserter was incorrect and led to the failure of the implant to deploy. The inserters are bent and broken, which confirms positioning was the issue.